Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the screen went black at the impaction step, resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Reported event: customer reported that the during a mako hip case when we got to the impaction step the screen was black. After I bi passed this screen during impaction the cup was not at all accurate in the screen compared to where the surgeon had it. Device evaluation and results: device evaluation was performed and the variable hip end effector event was not confirmed. Device history review: review of the device history records indicate 28 devices were manufactured and inspected on (B)(6) 2016. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) was dispositioned according to qt (B)(4). Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19010415, RMA #: 229510. There have been no other events for the referenced serial number or lot number. Conclusions: the variable hip end effector was bench evaluated by test engineer using a known good mako system - the variable hip end effector was able to pass registration. This issue could not be duplicated. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the screen went black at the impaction step, resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.